Event description:
Customer complained about the alerts related to the sensor not being consistent or not accurate. Customer stated that he sometimes receives sensor readings of glucose being low and his blood glucose is not low. He also stated that the alerts are not loud enough to wake him up. Customer also reported that a piece of the sensor broke off when he took it out of the package. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.